Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a meniscal cinch, ar-4500, was being used in a knee procedure. After deployment of the second implant into the tissue, the suture was unable to be tightened. This prolonged the surgery. The case was completed with a second meniscal cinch, ar-4500, from a different lot number.